Manufacturer narrative:
H6: investigation summary leakage at luer connection: through the analysis of the video sent by the customer, it is possible to observe that the client performs a leak test with the needle shield still present in the hub, which causes all the liquid that passes through the needle to come out of the shield fitting with the hub. The client reports that the syringe was cracked, and not leaking in the connection. Due to this, bd does not confirm the claim for this reason. Barrel cracked: through the analysis of the photo and video sent by the customer, it is not possible to observe the barrel cracked. The customer performs a leak test with the needle shield still present in the hub, which causes all the liquid that passes through the needle to come out of the shield's fitting with the hub. Leakage in the syringe body was not observed in the video. Due to this, bd does not confirm the claim for this reason. The analysis of the batch history (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 4 bd plastipak¿ luer-lok¿ syringes from lot 0133655 leaked, and 1 syringe from lot 0133637 had a cracked barrel and leaked. The following information was provided by the initial reporter, translated from portuguese to english: "3ml syringe is defective, medication was wasted. When they put the solution, it leaks." "On 15.jul.2021, the physician was during procedure when was going to inject coloring and anesthetic (xylestesin s/v and methylene blue), and the liquid that was inside the syringe leaked. The syringe was cracked. The syringe was used to inject coloring and anesthetic. Paaf procedure and pre-surgery marking. There was no consequence to patient."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0133655, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-28. Medical device lot #: 0133637, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ luer-lok¿ syringes from lot 0133655 leaked, and 1 syringe from lot 0133637 had a cracked barrel and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "3ml syringe is defective, medication was wasted. When they put the solution, it leaks." "On (B)(6) 2021, the physician was during procedure when was going to inject coloring and anesthetic (xylestesin s/v and methylene blue), and the liquid that was inside the syringe leaked. The syringe was cracked. The syringe was used to inject coloring and anesthetic. Paaf procedure and pre-surgery marking. There was no consequence to patient."